Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb 3.0x23 referenced is being filed under a separate medwatch report. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat two lesions; a lesion located in the diagonal artery (da) and a lesion located in the right coronary artery (rca). Two absorb (3.5 x 23, 3.0 x 23) were placed, one in the da and one in the right coronary artery (rca). Both scaffolds were post-dilated with two nc trek balloon catheters (3.5 x 15, 4.0 x 20). Angiography was performed and the absorb were permeable, without any problem. On (B)(6) 2017 the patient presented to the emergency room with chest pain and changes in the electrocardiogram. Angiography was performed and the 2 absorb were found to be blocked with thrombus. Four non-abbott stents were placed for treatment of the thrombosis. The patient is well, stable. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine was received and reviewed by an abbott vascular physician. The reviewer concluded: two vessel absorb bvs scaffold placement on (B)(6) 2015 in the mid-lad at a diagonal bifurcation and the mid rca with angiographic under-expansion and strut malapposition by oct on the final images of both scaffolds in both vessels. The event films show definite very late thrombosis of both scaffolds approximately 18 months post-implant. These were both sizable vessels and represent findings we have seen in other scaffold thrombosis cases, where the vessel is not small but rather large and the scaffold is left malposed at the time of the implant. This suggests a possible underlying mechanism for the thrombosis event. No specific device deficiencies are noted. The investigation determined the reported difficult to deploy (under expansion/malposition) appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, the cine of the reintervention procedure performed on (B)(6) 2017 was received and reviewed by an abbott vascular physician who identified malapposition of both absorb scaffolds.